Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed an ointment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Submitting supplement to remove verbiage in section b6 as it was added in error. A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed an ointment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.